Event description:
The explanted generator was received for analysis. Product analysis was performed on the returned generator. The pulse generator would not interrogate therefore, the system diagnostics, final electrical test, and diagnostic calculation could not be performed. The pulse generator confirmed an end of service condition. In analysis, high impedance was found to have occurred on (B)(6) 2015, which does not correspond with the implant date. Also, the explant date used was estimated using the date of this report, so it is unknown if the high impedance corresponds with the explant date. No additional or relevant information has been received to date.